Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the black box shows a replace cartridge alarm on (B)(6) 2014 14:17; deliveries never resumed. On (B)(6) 2014 11:40 an unexplained loss of prime was recorded; deliveries resumed 13:07. On (B)(6) 2014 19:51 an unexplained loss of prime was recorded; deliveries resumed 21:19. No eaw¿s occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 25 mmol/l with polydipsia, polyuria, difficulty waking and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery and basal history are correct. Cs discovered that the time is off by less than one hour. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.